Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. It also indicated pacing capture threshold in the right ventricle was elevated, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Continuation of concomitant medical products: d314drg ICD implanted: (B)(6) 2012,; 97714 pain stim implanted: (B)(6) 2015,; 977a260 pain stim implanted: (B)(6) 2015; 977a260 pain stim implanted: (B)(6) 2015; 97754 neurgo charger; 97740 neuro programmer.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds and multiple ventricular tachycardia non sustained episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.